Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failing often. A field service engineer replaced all four latches with new ones to resolve the issue, tested the device in the hardware test application (hta). Pharmacy cleared any failures and tested the tower doors in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower drawer could not be opened. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.